Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the kink assembly was kinked, the imaging core coiled, and the imaging window detached. The imaging window was not returned for analysis. No issues were noted with the catheter code board assembly. Impedance testing showed an electrical open at the proximal end of the catheter which x-ray images revealed was due to a broken coax cable at 130 cm to 140 cm. The catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during its testing.

Event description:
Reportable based on device analysis completed on 22dec2023. It was reported that catheter issue occurred. An opticross hd was selected for an ultrasound examination of the target lesion. During insertion before the catheter was put on the monorail of the wire, the catheter transducer spun onto itself and broke. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed the imaging window was detached.